Event description:
It was reported that the customer's insulin pump was exposed to moisture damage. The insulin pump was splashed with sea water at the beach. The customer stated the display screen has water in it and the keypad buttons are nonresponsive. The customer's blood glucose level was 306 mg/dl. The customer treated with a manual injection. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on keypad traces, found on electronic and motor assembly. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.